Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a prostate biopsy procedure using max core device. Prior to the procedure, the device allegedly had a small white foreign object inside the biopsy needle cover. The foreign object was attached to cellophane tape and attached to the grip. The procedure was completed using another device. There was no patient contact.